Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) of a peritoneal dialysis (pd) patient contacted fresenius technical support to report a fluid leak from the patient¿s liberty select cycler. The location of the leak was not specified. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon followup the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the reported event, clarifying that the leak came from cassette door during drain 1 after dwell 1. The pdrn confirmed there was no leak, malfunction, or other discrepancy involving the solution product. The pdrn stated that patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was prescribed the prophylactic medication keflex (250 mg) to be taken orally three times a day for three days. The pdrn confirmed the patient has continued using a cycler provided by the clinic for their pd treatment without issue while waiting for their new cycler to be delivered. The pdrn confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation, however companion samples are available. No defect or damage to the cycler set cassette was noted upon removing it from the cycler.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) of a peritoneal dialysis (pd) patient contacted fresenius technical support to report a fluid leak from the patient¿s liberty select cycler. The location of the leak was not specified. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon followup the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the reported event, clarifying that the leak came from cassette door during drain 1 after dwell 1. The pdrn confirmed there was no leak, malfunction, or other discrepancy involving the solution product. The pdrn stated that patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was prescribed the prophylactic medication keflex (250 mg) to be taken orally three times a day for three days. The pdrn confirmed the patient has continued using a cycler provided by the clinic for their pd treatment without issue while waiting for their new cycler to be delivered. The pdrn confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation, however companion samples are available. No defect or damage to the cycler set cassette was noted upon removing it from the cycler.